Event description:
A motor stall was reported. The hcp saw one stall on (B)(6) 2013 that lasted from 9:52-11:36 (as it recovered). The hcp did not believe the patient had an MRI but the patient is non-communicative so it was hard to know. The hcp stated that the patient had no symptoms. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).